Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the monitor display problem. Analysis of the log file confirmed that the 5v power supply on mcs was defective. During troubleshooting, the fse identified that the live and reference monitor had no signal due to issue with the power supply. The fse replaced the 5v power supply on mcs. After replacement of the 5v power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live monitor display was blank. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.